Event description:
It was reported that an asymptomatic patient presented in the clinic for follow-up. The device was post-paced t-wave oversensing, which was noted on the stored egm. Programming changes was recommended but were not made; patient was treated with medication.

Event description:
New information notes that the ICD was explanted and replaced due to noise.